Manufacturer narrative:
Product complaint # (B)(4). Date sent: 12/19/2019. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient receive any preoperative chemotherapy or radiation? What color setting was selected on the device and what was the sequence of the firings? Were other stapling or suturing devices used when creating the anastomosis? Were there any issues experienced with the device or staple form in the initial surgical procedure? Was the device difficult to fire? Can a detailed timeline of events be provided? When were symptoms first identified? How was the leak identified? What was found during the gastroscopy? Why did the surgeon wait until the fourth day to intervene? What was observed at the site of the leak upon reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was any tissue ischemia identified? How was the leak addressed in the reoperation? What is the current status of the patient? Can more information be provided on the label issue? Was the lot number missing from the stapler packaging? Are over-labels typically present, but were missing? Was the device saved? If so, will it be returned?

Event description:
It was reported that in the course of radical cystectomy, a lateral ileo-ileal anastomosis is made with an ntlc75 mechanical stapler loaded with sr75. The patient has symptoms of perforation with immediate presence of air in the abdomen, already exiting from the operating block. On the first day, three CT and a gastroscopy are performed; it is therefore hypothesized that the suture of the cut ileum is not complete. On the fourth day, it is necessary to intervene on the patient with exploratory laparotomy for fecal peritonitis and a continuous solution of the suture line is highlighted at the level of the ileo-ileal anastomosis. Additional information relating to the event: critical issues are highlighted for the not possible traceability of the lot of the stapler; the packaging does not prove the presence of adhesive labels with lot and expiry data.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 01/30/2020. Additional information was requested and the following was obtained: did the patient receive any preoperative chemotherapy or radiation? No what color setting was selected on the device and what was the sequence of the firings? Blue. Resection of the ileal tract for bricker upstream and downstream, then latero-lateral and terminal anastomosis for restoration of ileal continuity. Were other stapling or suturing devices used when creating the anastomosis? No. Were there any issues experienced with the device or staple form in the initial surgical procedure? No. Was the device difficult to fire? No, as usual. Can a detailed timeline of events be provided?- the surgical procedure was performed, and immediately after awakening from general anesthesia the patient suffered from severe and continuous abdominal pain, particularly localized at the epigastrium.- after some therapeutic attempts with very limited improvements we performed CT scan with bowel contrast medium, simply discovering air in the abdomen (just below the diaphragm), but with no evidence of any contrast outside of the bowel.- there was a transient and modest improvement in the pain during pod 2 and 3 (but the pain never disappeared completely), and on pod 4 (patient always very symptomatic, ventilatory problems, worsening of blood exams) CT scan with bowel contrast was repeated, with evidence of enteric fistula (with fluid material outside the bowel and bilateral reactive pleuric effusion).- during the reoperation there was evidence of a small hole just close to the suture on the ileum (with fecal material all around the peritoneal cavity. When were symptoms first identified? Immediately after the surgery, after awakening from the general anesthesia. How was the leak identified? It was suspected immediately but it was evident only after the second CT scan with bowel contrast performed on pod 4. What was found during the gastroscopy? Nothing. We suspected the perforation of a gastric ulcera, but the endoscopy was absolutely normal. Why did the surgeon wait until the fourth day to intervene? Because all the previous exam didn't identify the fistula before, and we tried to exclude other problems (like gastric ulcera). What was observed at the site of the leak upon reoperation? Only a small hole in the terminal part of the latero-lateral ileal suture, without any ischemia. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Apparently not, during surgery. Was any tissue ischemia identified? No. How was the leak addressed in the reoperation? The ileal tract with the small hole was resected and reanastomosis was performed with manual sutures; temporary ileostomy was necessary (closed (B)(6) 2019). What is the current status of the patient? The first surgery (radical cistectomy with bricker) was performed (B)(6) 2019. Reoperation took place (B)(6) 2019. The patient went home (B)(6) 2020; she lost a lot of weight but in acceptable conditions. Can more information be provided on the label issue? No (because both stapler and recharges have no detachable adhesive parts to be preserved and registered). Was the lot number missing from the stapler packaging? No. Are over-labels typically present, but were missing? No. Was the device saved? If so, will it be returned? Of course not, because the problem was not immediately evident and after surgery the stapler was thrown away with all the medical waists.